Manufacturer narrative:
Product complaint (B)(4). Component code: g07002 - no device problem found. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that were returned for analysis two unopened samples, one pertains to product code vcp864d, lot tamlsj, and the other pertains to product code vcp774d lot ta2acd. In order to evaluate the condition of the returned samples, the swage and attachment area were noted to be as expected. The sutures were examined along the strand to detect any issue related to incorrect sutures belong to vicryl suture, length 18", diameter 3-0 correct for the product codes dyed vcp774d and undyed vcp864d. All length sutures were measured, and meet the requirement of 45cm (18¿) length and meet the requirements for a vicryl suture diameter 3-0. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional information was requested, and the following was obtained via: is there a complaint regarding the undyed vcp774d lot ta2acd. Suture, length 18" & diameter 3-0? Or was it sent as comparison? Sent as a comparison ¿ a manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m.

Event description:
It was reported that a patient underwent an unknown procedure in 2023 and suture was used. During the procedure, it was reported that the surgeon notices a difference in the dyed (vcp774d) vs undyed (vcp864d) 3-0 vicryl, sh control release 18¿ suture. The surgeon stated that undyed code is ¿thinner and doesn¿t type the same¿ as the dyed code. He also noticed that the undyed code is nearly 2¿ longer than the dyed code. Unknown if the procedure was completed successfully. No adverse patient consequences were reported. Additional information was requested.